Manufacturer narrative:
Corrected data: explant date inadvertently omitted from the initial report.

Event description:
Follow-up identified the issue is unrelated to the scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing numbness in the right leg and occasionally in the left foot regardless of stimulation (date of event unknown). X-rays reveal the lead has not migrated. Reportedly, the patient consulted with the physician for further testing. Follow-up identified the CT myleogram showed some bulging discs which were present at implant. Additional options and treatments were discussed to address the issue. The patient agreed to explant the scs system first and foremost. Subsequently, surgical intervention was undertaken on (B)(6) 2016 during which time the entire system was removed.